Event description:
The following was reported via maude event report ((B)(4)): on (B)(6) 2003, the pt underwent implant of bard flat mesh in her abdomen to repair pelvic organ relaxation. The pt alleged the product failed to resolve this issue due to erosion. On (B)(6) 2012, the pt reported she experienced the same issue with the result and underwent a second surgery to correct this. The bard flat mesh was explanted.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt alleges she underwent implant of a bard flat mesh and recently underwent explant due to erosion. Currently, medical records have not been provided and no sample was returned for eval. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. If add'l info is provided, a supplemental report will be submitted. With the currently available info, no conclusion can be drawn.